Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was 750 mg/dl. The customer was treated with insulin pump and intravenous drip. Customer does not alleged insulin pump was under delivering. The customer stated that the drive support cap was normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was feel ok to troubleshoot for high blood glucose. The customer also stated that there are air bubbles in the reservoir and tubing during therapy. The air bubble was of peanut size. The insulin was exited at the qr. The devices will not be returned for analysis.